Event description:
It was reported the pt experiences heating at the pocket site while charging. A replacement charger was sent to the pt. The sjm rep reviewed the charging guidelines with the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.